Manufacturer narrative:
Submit date: 10/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that during testing, the biomed technician found the pump under delivers. The pump was set for 300ml/hr, using water and it delivered only 60 mls after 15 minutes instead of 75. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the pump under delivers. The unit was triaged and the reported issue could not be confirmed. The unit was tested and all readings were within specifications. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.